Manufacturer narrative:
A CAPA has been opened in the philips burton quality management to ensure consistent, accurate, and timely submissions of mdrs going forward.

Event description:
The braze joint on the extension arm of a philips burton outpatient medical examination light failed causing the light head to detach. No one was impacted by the product when it detached and consequently there was no injury.